Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcre professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-50864. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and gel cloudy was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device explanted.